Event description:
It was reported that there was a primary audible alarm post event that occurred in anesthesia. Additional information received indicated that the pump was on battery power (B)(6) 2020 at 1134 and the battery depleted that day at 1823 with battery capacity zero. No battery alarms given prior to becoming depleted. The pump was infusing on a generic ml per hour setting, using a 60ml syringe at 2ml per hour. The infusion was some type of solution for a carrier or something to keep the line open. No patient injury was reported.

Manufacturer narrative:
The pump was repaired in the field by field service technician. A device history record (DHR) review was performed which indicated all inspections were completed and no issues were noted during manufacture inspection of the returned pump found the battery seal in the battery compartment missing and the initial battery charge level was at 33 percent. When plugged in, the alternating current (ac) light was present. The pump switched to battery properly. The condition of the initial j9 connector was good, it was per procedure. Quick check was performed on the pump and the script required reloading. The current library was downloaded. The reported problem was unable to be confirmed during testing. A corrective and preventive action (CAPA) was initiated to address this trend. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).